Event description:
It was reported that the patient had a motor stall and motor stall recovery following a magnetic resonance image (MRI) or other medical procedure. The motor stall and recovery were confirmed in the pump logs. The issue was resolved. There were no patient symptoms reported. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).